Event description:
The hcp reports the patient had been experiencing increasing pain for many months and noticed a significant change in 2006. The patient was receiving hydromorphone and clonidine via intrathecal drug delivery. The patient began to experience increased pain in the back and legs. The intrathecal medication dose was adjusted. A catheter dye study and pump rotor study were completed in two weeks. The rotor pump was functioning, however, it was nearing end of battery life. A catheter malfunction (unspecified) was noted. The pump and catheter were surgically replaced. The patient recovered without sequela and had good results and decreased pain.

Manufacturer narrative:
Final device analysis results reveal- acceptable catheter testing.